Event description:
Information received indicates that pump fails volumetric accuracy test.

Manufacturer narrative:
Investigation found that pump failed volumetric accuracy tests. Pump was calibrated to resolve the issue.